Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device stopped ventilating. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect device. The customer responded stating that the device has been extensively tested at their facility and the alleged malfunction has not been duplicated. The customer stated that the device will not be returned to zoll for evaluation at this time.